Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. The insulin pump functioned properly. No blank display was noted. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads. No damage was noted inside of the insulin pump.

Event description:
Customer reported via phone, the display on the insulin pump went blank when he pushed the act button. The insulin pump wasn't dropped or bumped, nor it has any physical damage. Customer was using the correct type of battery and was inserted a few hour prior to the event. Customer has uses some of the batteries in the same battery package and they worked fine. The battery cap wasn't loos and there wasn't any damage or corrosion noted. Anomaly persisted after using another battery. Customer is returning the device for further analysis.